Event description:
It was reported that vns programmer was malfunctioning. Further information was received that the issue started progressively and the programming computer is old. It was reported that the programmer hardly and slowly identify the vns generator. It was reported that the programming wand 9v battery was replaced and did not help. It was reported that the black serial cable connector was wrested and found to be too easily movable and during moving it gave a sound like an electric whisper. Therefore it was prejudged that the failure might be a contact error. No error message was received. Additional information was received that the programmer hardly and slowly identify the vns generator but would always succeed, thus the issue may be a slow performance issue. The review of manufacturing records confirmed that the programming computer passed all functional tests prior to distribution. Return of the suspect serial cable for analysis is expected, but it has not been received to date.

Event description:
An analysis was performed on the returned serial cable and the reported allegation was verified. During the analysis it was identified that the serial cable was unable to establish communication using a known good wand and handheld. The cause for the communication difficulties is associated with broken wire connections on the axim connector plug pcb. Once the wires were soldered back onto the dell axim connector plug pcb, the serial cable was able to establish communication between the hhd and wand. No further anomalies were identified.

Event description:
The suspect serial cable was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Manufacturer narrative:
The initial submitted MDR inadvertently reported an incorrect date of the report.